Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer technical support (cts) confirmed the cartridge alarm and decided to replace the pump. The customer was informed that they would receive a pump with updated software and acknowledged the need to use mdi as the backup therapy to ensure continuous insulin delivery. Cts also instructed the caller on how to store and return the problematic pump to avoid additional charges and to program their settings and connect their cgm to the replacement pump. A replacement pump was sent to the customer with confirmation of address and delivery requirements.